Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that while trying to change the set the piston did not rewind. The customer's blood glucose level was 89 mg/dl. The customer performed a displacement test and it alarmed no delivery. The customer realized that she was using the wrong reservoirs. Nothing was replaced or returned for analysis.